Event description:
'Extremely high thresholds' were reported, 7.0 v @ 1.0 ms. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.